Manufacturer narrative:
Initial examination of the returned device noted that the stent was partially deployed by approximately 40mm. The shaft of the device is kinked at the guidewire access port. It was possible to complete deployment of the stent by retracting the outer sheath; however some resistance was noted initially. It was noted that the clear section of the outer sheath was kinked at approximately 95mm proximal to its distal end. Examination of the deployed stent found no anomalies. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was attempted to be implanted within the bile duct of a patient on (B)(6) 2012. According to the complainant, the patient had a stricture within the common bile duct. A wallflex uncovered biliary stent (the subject of MFR. Report # 3005099803-2012-02479) was implanted to treat the stricture. Following the stent placement, it was determined that tissue ingrowth occurred. The stent was left implanted and on (B)(6) 2012, a wallflex biliary rx partially covered stent (the subject of MFR. Report # 3005099803-2012-02438) was implanted within the existing stent. During this procedure, while attempting to deploy the stent, the physician retracted the stent into the outer sheath in order to reposition it. Reportedly on second attempt to deploy the stent the physician needed to reposition the stent again, but the stent would not retract into the outer sheath. The stent was removed from the patient partially deployed, and no visible issue was noted with the device. The procedure was completed with a different device. Reportedly, the lesion was about 3mm in diameter and the anatomy of the bile duct was not torturous. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was attempted to be implanted within the bile duct of a patient on (B)(6) 2012. According to the complainant, the patient had a stricture within the common bile duct. A wallflex uncovered biliary stent (the subject of MFR. Report # 3005099803-2012-02479) was implanted to treat the stricture. Following the stent placement, it was determined that tissue ingrowth occurred. The stent was left implanted and on (B)(6) 2012 a wallflex biliary rx partially covered stent (the subject of MFR. Report # 3005099803-2012-02438) was implanted within the existing stent. During this procedure, while attempting to deploy the stent, the physician retracted the stent into the outer sheath in order to reposition it. Reportedly on second attempt to deploy the stent the physician needed to reposition the stent again but the stent would not retract into the outer sheath. The stent was removed from the patient partially deployed, and no visible issue was noted with the device. The procedure was completed with a different device. Reportedly, the lesion was about 3mm in diameter and the anatomy of the bile duct was not torturous. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient age is unknown; however reported to be over 18 years old the reported issue of stent partially deployed. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.